Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced vaginal discharge, pelvic pain, recurrent stress urinary incontinence and dyspareunia. A lysis of adhesions and right ovarian cystotomy were performed. A perforation of urethra during procedure was also noted.